Event description:
It was reported that the customer went to the emergency room (ER) due to an elevated blood glucose (bg) level, life-threatening ketone levels, nausea, and fatigue. The customer's continuous glucose monitor displayed "high"; however, a specific value was not provided. In the ER, the customer was treated with intravenous saline and insulin. The customer was released from the ER the following day with no permanent damage. Reportedly, an intermittent, ongoing occlusion alarm occurred. The customer performed a supply change to resolve the issue and resumed insulin therapy successfully.